Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation or if any new, changed, or corrected information is obtained, a supplemental report will be filed.

Event description:
It was reported that a nurse was removing a bd intima-ii closed IV catheter system from a patient's forehead at approximately 2:30 pm on (B)(6) 2015. Because the patient's hair was stuck to the IV dressing the nurse used a knife to cut the patient's hair and while doing so cut the IV catheter. Blood began leaking from the IV insertion site and the severed catheter was unable to be located outside of the patient. The patient received an x-ray but the catheter was not visualized. The patient was then transferred to the (B)(6) hospital and received an ultrasound. The ultrasound visualized a 1.4 cm piece of IV catheter that remained in the right side of the patient's forehead. At the time of this report, the patient's family and hospital were still discussing what course of action to take regarding the retained piece of catheter. No additional medical or surgical interventions have been reported.

Manufacturer narrative:
Results: a sample was not returned for evaluation. An inspection of returned photographs in association with the customer's report that the device was cut by a knife while attempting to remove the catheter revealed that the device was indeed cut and that the catheter remained in the patient's vein. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5166298. Conclusion: the root cause for this incident was misuse by the healthcare provider and not related to the manufacture of the device. A sample was not returned for evaluation.